Event description:
It was reported that the 9800 system had a line in the image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was found closed. The wiring to the collimator was repaired during the service call. The system was tested and found to be working as intended, and put back into service.